Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter serial number is unknown therefore the device manufacturer date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A va hospital nurse reported a customer was unable to test due to his adc blood glucose meter not powering on even after battery replacement. The nurse further reported that on (B)(6) 2015 the customer was feeling ill and self-presented to the hospital where a reading of 328 mg/dl was obtained on the hospital meter. Customer was diagnosed with hyperglycemia and administered treatment that the caller did not want to specify. After treatment, customer was sent home. There was no report of death or permanent impairment associated with this event.